Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the right ventricular (rv) lead fractured and exhibited high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.